Event description:
A report was received that the patient had pocket site discomfort. The patient underwent revision procedure wherein the ipg was relocated. The patient was doing well post operatively.

Manufacturer narrative:
.